Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan g4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis (compression fracture). It was reported that the cement hardened quickly. The curing time was short. Cement was mixed, and the curing condition was checked after 6-7 minutes. It was already quite viscous, and it fully hardened in about 12-13 minutes. Although it was planned to fill both sides of the vertebral body with approximately 3.0cc of cement, the cement hardened, resulting in a final fill of about 2.5cc on each side. Product was used successfully. There were no patient symptoms reported. There were no further complications reported regarding the event.